Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) is missing a piece with the legs up.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate the reported issue and was unable to reproduce the problem that customer experienced. Unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).